Event description:
During a lap chole procedure, jaws of applier locked on cystic duct and would not re-open. Surgeon first artery with no issue and then proceded to cystic duct. First clip fell out of applier jaws. Applier was pulled out of surgical field and was said to have applier cycled through for next clip. Next clip was closed on duct and remained closed. Surgeon was required to pry jaws open. Stated that applier handle now swings freely. Required approximately 10 minutes of additional surgery time. No patient injury.